Event description:
It was reported that patient was getting frequent urinary tract infections and could not sleep. Symptoms started about two years ago. Device battery "was not working anymore." Patient tried using patient programmer but did not have any luck getting the device working. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3886, lot # l92453, implanted: (B)(6) 2001, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).

Event description:
It was later reported that the patient was experiencing a loss of therapeutic effect. The patient had had several urinary infections because therapy was no longer working for her. The patient's current urologist did not know how to treat her because they did not work with interstim therapy; the patient was looking for a healthcare provider. No stimulation sensation was noted. It had been about 2 years since she last felt stim.

Manufacturer narrative:
(B)(4).